Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate hv therapy due to lead fracture. Lead noise was noted. The lead was capped and replaced. Patient condition is good after the event.